Manufacturer narrative:
Updated: eval summary attached, device evaluated by MFR., method codes, conclusion codes, result codes. Device evaluated by MFR: the device was returned for analysis. The device was returned with a stopcock attached to the hub. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 2 mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% in-stent restenotic lesion was located in a moderately tortuous and severely calcified proximal end of the left circumflex artery (lcx). A 10/2.50 flextome¿ cutting balloon¿ monorail was advanced to treat the target lesion. During the procedure, the physician managed to cross this device to the lesion and was inflated at 6atm. A second inflation was performed at 7 to 8 atm for 10 seconds; however, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications reported and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred. The 99% in-stent restenotic lesion was located in a moderately tortuous and severely calcified proximal end of the left circumflex artery (lcx). A 10/2.50 flextome¿ cutting balloon¿ monorail was advanced to treat the target lesion. During the procedure, the physician managed to cross this device to the lesion and was inflated at 6atm. A second inflation was performed at 7 to 8 atm for 10 seconds; however, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).